Manufacturer narrative:
Device not available for evaluation.

Event description:
On (B)(6) 2015 it was reported by the university hospital (B)(6) that the infusion set vl st 00 (batch number 32396144 item number m46441000s) leaked when fluids ran through prior to being attached to patient. Giving a set infused the bag of fluids then after chemotherapy put up onto line some time later leak was noticed all over the floor which is highly hazardous . This has therefore been recorded as occupational exposure. Further discussion with the senior nurse on the ward she indicated that 2 incidents have occurred whereby blood leaked while transfusing into patient and again chemotherapy leaked onto patient. No patient information was provided by the reporter. The complaint device was not available for investigation. A free flow and tightness test was performed on retained sample from the same batch. The investigation did not find any indications regarding the complaint reason. An investigation of the production documents did not show any deviation or other issues regarding this batch. Since the device was not returned for investigation and no deviations or other issues were found during batch review a root cause could not be determined.